Manufacturer narrative:
The manufacturer previously reported information alleging a patient's family reported a "ventilator service required" alarm was sounding. The error code was confirmed in the device's log. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator has returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated. However, there were corresponding errors, confirmed in the log. The device's power management board was replaced to address the issue. The device was cleaned and tested to confirm that the unit operated properly.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient's family reported a "ventilator service required" alarm was sounding. The error code was confirmed in the device's log. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.